Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2018, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® aaa endoprosthesis, and the gore® excluder® iliac branch endoprosthesis. On an unknown date, thrombotic occlusion of the internal iliac component was confirmed (details unknown). On (B)(6) 2025, the patient presented with abdominal pain and was diagnosed with a ruptured abdominal aortic aneurysm. Additionally, an proximal type I endoleak caused by vascular dilation just below the renal arteries was identified. Emergency reintervention was performed, involving the additional placement of an aortic extender endoprosthesis on the proximal side of the previously implanted device, along with the injection of embolic material (nbca) into the aneurysm sac. Physician¿s comment: seven years have passed since the initial evar, and it is considered that vascular dilation below the renal arteries in relation to the implanted device was the cause.